Event description:
It was reported that the 9800 system had a delay in exposure, then locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system interface board and power switch were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.